Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
No blood glucose levels reported. The customer reported an unexpected restart by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. Troubleshooting was done. It was reported that the insulin pump was not in use for about two months. No additional information was provided.